Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported to philips healthcare that device was failing the user initiated operational check (opcheck), with the resulting ready for use indicator (rfu) indicating a red x with periodic chirp, and the device displaying service required. The customer did not report the specific opcheck test that failed nor a specific opcheck error message. Thee was no patient involvement.

Manufacturer narrative:
(B)(4).